Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the air/water tube and the air tube in the universal cord of the gastrointestinal videoscope had foreign objects. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. The event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): the IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the air/water tube and the air tube in the universal cord of the gastrointestinal videoscope had foreign objects. There was no patient involvement.